Event description:
It was reported that the right ventricular (rv) threshold was rising and the impedances were falling. The rv lead pacing output was increased and the lead is still in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.